Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI #: UDI information is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Minor cracks around the reservoir cover, worn line cord, bent microswitch. The reported problem was duplicated. The root cause of the reported issue was found to be the microswitch was bent down, no longer in the u shape. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the warmer was not working and had physical damage. No patient injury was reported.